Event description:
The hcp reported the pt experienced seizures. The pump was explanted and replaced after an implant duration of 43 months and returned to the manufacturer for analysis. A follow up report will be sent when additional info is received.